Event description:
It was reported that during a device change out procedure when this right ventricular (rv) lead was connected to the new pulse generator there were high out-of-range (oor) shock impedances measuring greater than 200 ohms. They tried connecting the rv lead to the old pulse generator and measurements were still high. The plan was to perform a defibrillation threshold (dft) test however, this was not performed as they decided to routinely monitor the patient with the home monitoring system. At this time, the rv lead remains in service. No adverse patient effects were reported.